Manufacturer narrative:
Additional investigation in-progress, results of the investigation will be provided in a supplement report. This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaint recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go negative pressure wound therapy device.

Event description:
Adverse incident pooling of exudate due to blockage of port by wet gauze- pump failed to alarm: pooling of exudate due to blockage of port by wet gauze.

Manufacturer narrative:
The pump was returned and visually inspected at the (B)(4) service center on (B)(6) 2014; the returned device was found to be contaminated and a biohazard and disposed of; therefore technicians were unable to continue the evaluation ((B)(4)). Since the npwt involves various elements, it is difficult to determine and assign an exact root cause for the issue reported. It is very likely the pump did not alarm because the system was still reaching vacuum in presence of partial blockage typically partial blockages are caused by clotting at the head of the soft port or buildup of blood clots/exudate inside the wound filler (gauze) and/or the soft port fluid handling pathway. In order for the blockage alarm to be triggered, the fluid handling pathway must be ¿fully¿ occluded, if a ¿partial¿ blockage occurs at the wound site or within the fluid handling pathway and air still reaches the system, the pump will not alarm. Presence of partial blockage is supported by the information provided which indicates blockage of port by wet gauze was observed. The complaint is deemed inconclusive. In response similar complaints, smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality. The complaint is recorded and any similar issues will be monitored through the complaint system.